Event description:
The pt reported that in 2007 at 12 pm, she changed her insulin cartridge (315 units of insulin) and infusion site, her blood glucose measured 130 mg/dl. At around 1am, the pt became unconscious and she woke up at 4am with a blood glucose level of 39 mg/dl. Her insulin cartridge had 260 units of insulin remaining. The pt disconnected from the infusion device and ate whole meal bread and dextrose. At 7am the next day, her blood glucose measured 323 mg/dl. The pt's normal blood glucose level is 200 mg/dl. No further info is available. Product was requested to be returned for eval.